Event description:
Caller reported a cgm error with code 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a pump reset, and after the reset, the cgm error code did not appear again. The caller successfully started their sensor session.